Manufacturer narrative:
Initial reporter occupation: (B)(6). Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: this is the 1st complaint for lot # 9093860 for this type of defect or symptom. There was no documentation for this type of defects during the entire production run of this batch. Root cause description: undetermined. Rationale: CAPA not required at this time.

Event description:
It was reported that the needle 26x3/8 ib experienced leakage at the connection site during use. The following information was provided by the initial reporter: material no.: 305110 batch no.: 9093860. It was reported that there was leaking out of the needle syringe connection. Complaint 1 of 2. Per (B)(4): description of issue: customer reported that insulin leaked out of needle/syringe connection. Number of occurrences: 1. Did the customer insert the needle into the cartridge and encounter fill resistance? No. Proceed to step 4. Item number: 26 g, 3/8¿ needle ¿ 305110. Product lot number: 9093860. For bd product only, are samples available for investigation? No. Did issue cause any injury? If yes, what type of injury? No. Medical intervention needed? If yes, who was the 3rd party and what was the assistance/treatment? No. Resolution: customer declined bd follow up for returning product. No further distributor follow up is required. Customer reported changing out needle resolved issue. Note: product category = needle/syringe issue.